Event description:
Patient presented to the physician with tethering of the stimulation lead and significant pain at the ipg site when moving or extending their neck. Physician brought the patient into the or and replaced the stimulation lead.